Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallstent biliary rx uncovered stent was implanted to treat a 7-cm malignant stricture in the lower common bile duct (cbd) during biliary stenting procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent was deployed successfully under fluoroscopy. However, the physician noted that the distal end of the stent did not fully expand. Additionally, it was noted that the stent wires were kinked and broken at the proximal end of the stent. The stent remains implanted and the physician was comfortable leaving the stent implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. However, the physician will continue to follow up to confirm there are not any issues due to the damaged stent.